Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Detailed description of event: ovt -> change to v. Basilica on august 26th. Ovt (superficial vein thrombosis) = otp (superficial thrombophlebitis).